Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the unit had high leakage current. There was no patient injury reported.during initial testing at a covidien international technical service center, it was found the unit had high rf leakage currents. It did not pass safety testing.

Manufacturer narrative:
(B)(4). Date of initial report: 11/11/2014. Date of follow-up report: 01/15/2015. Evaluation of the smoke evacuator by the (B)(4) covidien technical service center found the unit had high leakage current. The exact cause of the failure was not determined, however it is believed to be due to carbon dust from the motor brushes which can occur from routine wear. The rapidvac service manual states the motor brushes require replacement after 500 hours of use.